Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), enlarged left atrium and prominent chords for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted. Second mitraclip ntw was introduced and multiple grasping attempts were made, due to the inability to achieve an adequate grasp, physician decided to remove mitraclip ntw and replace with mitraclip xtw. Mitraclip xtw was introduced into the patient, and grasping was successful, however, repeated loss of leaflet insertion occurred, and the posterior leaflet slipped out. It was challenging to remove the third mitraclip xtw as it was stuck with the chordae and with the previously implanted clip. Clip delivery system moved inadvertently prior to interacting with the first clip. Imaging was difficult. It was noted that there was possible leaflet damage when placing the last xtw. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.